Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case, lower case, and side bail covers are broken and contaminated. Battery release, battery release o-ring, release spring, battery contacts, battery drawer, battery drawer o-ring, and battery flex are contaminated.

Event description:
It was reported the battery drawer cannot be accessed. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.